Event description:
It was reported that a device used for education and demonstration purposes only tripped to electrical reset after interrogating and measuring battery voltage and impedances. The reset message was cleared but it was not possible to reprogram the device. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).